Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. No test performed with alleged defective product. Customer bought another meter and waiting for replacement product to be delivered.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. Father is calling on behalf of the customer. The customer is concerned with results obtained of 104 mg/dl. The expected fasting blood glucose test result range is 100-120 mg/dl. The customer did report symptoms headache at the time of the call however customer decline the need of medical attention at the time of the call. Caller also report symptoms of pallor, vomiting, shakiness and weakness that results in a medical attention and hospitalization on (B)(6) 2018. The product is stored by customer according to the specification in the bedroom and sometimes in purse. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with results being lower than expected. Customer is stating the meter was reading low when her blood sugar was high. Customer reported a hospitalization event on (B)(6) 2018 with symptoms of pallor, vomiting, shakiness and weakness. Customer recognized the signs of dka. Customer informed us that took a blood test on the true metrix on (B)(6) 2018 at 7:36 am and it read 104 mg/dl. Wasn't feeling well and 30 minutes later got to the hospital and the result was over 600 mg/dl. She was treated with insulin. No new medications were given. Customer left the hospital on (B)(6) 2018 around 1:00 am. Customer has a scheduled endocrinologist appointment for (B)(6) 2018.